Manufacturer narrative:
The system's operator manual provides the user information of tissue heating during a mr exam, as well as instructions of proper patient padding and positioning. Initial information obtained from the site indicated that the technologist was educated on proper padding. According to the technologist, padding was not used due to the patient's size. To obtain further details of the event and information regarding the extent of the allege injury, ge made several attempts to contact the site. However, the attempts were not successful since the contact phone number was not valid. The field engineer later indicated that the mr system was quenched and ramped down and the site had been evacuated due to flooding.

Event description:
It was reported that a patient sustained a 2nd degree burn on the left upper thigh after a right knee MRI exam. During a fse scan, the patient informed the site technologist of warming sensation on his left upper thigh. According to the site, the patient was not padded during this time due to the patient's size. When the technologist was informed of the warming sensation, padding was placed around the patient's hip area. On the next day, the patient reported of having a blister.